Event description:
The pt's nurse called warning to replace the cycler for a m19 door/cassette not detected during the 3rd cycler each night. The pt is currently in the hosp for reasons unrelated to the cycler.

Manufacturer narrative:
A product investigation could not be conducted as the cycler was not forwarded to failure analysis for an investigation; the cycler was sent to production to be refurbished. As per the DHR, the refurbishing process found that the cycler functioned properly and no discrepancies were found during refurbishment and testing. The clinical investigation included that the malfunction of the cycler may possibly contribute to the pt hospitalization for "acute dyspnea secondary to acute fluid overload", however the cycler failed in a safe mode and pt was advised to complete manual exchanges. Pt did not complete adequate amount of exchanges that can possibly contribute to the pt hospitalization for fluid overload. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between (B)(6) 2011 to (B)(6) 2013.